Event description:
Healthcare professional reported "change of volume, asymmetry and rupture of the left device discovered by ultrasound". Device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the radius side assessed as surgical impact opening.(shell thickness was within specification). Visibility/palpability : unable to observe since it is a medical event and is not related to the device. Additional observations: non penetrating nick (stress marks) . No further actions are required as the device was implanted. Reason for reoperation: rupture.